Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope showed static. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, air/water channel and cylinder with white residues were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that faulty plug unit led to the malfunction. Based on the results of the investigation findings, cause for air/water channel and cylinder with white residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.